Event description:
The customer reported to vyaire medical problem with bellavista1000e us giving technical failure 271 - o2 supply fail and 388 - no o2 dosing possible. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: the suspect device has not been returned; however, log file analysis reveals alarm was triggered with software version v6.0.1900.0 (including the revised alarm 388 alarm criterion). Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm (liter per minute) at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that the pressure o2 regulator is indeed defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.